Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that ceftriaxone 480mg (50mg/kg) was ordered and the clinician programmed the volume to be infused (vtbi) of 12ml from a "2g/50ml bag" and the infusion was started on (B)(6) 2023 at 2202. However, "the whole bag" was reportedly infused. Bd consultant reviewed the infusion data, and it was found that it appears the ceftriaxone infusion was programmed using "basic infusion" (not using the guardrails library). Furthermore, it was found that ceftriaxone programmed as a secondary infusion. It was also noted that an "IV fluid" from the guardrails library was programmed as a primary at 2201 to run at 380ml/hr. For a vtbi of 190ml. At 2206, a basic secondary infusion was programmed at 24 ml/hr. With a vtbi of 12ml. At 2236, the basic secondary programming ended, and the device transitioned to the primary programming at 380ml/hr. To deliver the remaining 190ml. It is unclear if there was an issue with head height differential between the top of the secondary fluid in the drip chamber and the top of the primary fluid. However, bd consultant to further discuss with the customer a reinforcement of the proper set-up of a secondary infusion and how to manage an intermittent infusion if only a portion of the container¿s volume should be given (in this event, only 12ml was intended to be infused out of 50ml bag). It was later reported that the customer confirmed the issue to be a user error. There was patient involvement but no harm.

Event description:
It was reported that ceftriaxone 480mg (50mg/kg) was ordered and the clinician programmed the volume to be infused (vtbi) of 12ml from a "2g/50ml bag" and the infusion was started on (B)(6) 2023 at 2202. However, "the whole bag" was reportedly infused. Bd consultant reviewed the infusion data, and it was found that it appears the ceftriaxone infusion was programmed using "basic infusion" (not using the guardrails library). Furthermore, it was found that ceftriaxone programmed as a secondary infusion. It was also noted that an "IV fluid" from the guardrails library was programmed as a primary at 2201 to run at 380ml/hr. For a vtbi of 190ml. At 2206, a basic secondary infusion was programmed at 24 ml/hr. With a vtbi of 12ml. At 2236, the basic secondary programming ended, and the device transitioned to the primary programming at 380ml/hr. To deliver the remaining 190ml. It is unclear if there was an issue with head height differential between the top of the secondary fluid in the drip chamber and the top of the primary fluid. However, bd consultant to further discuss with the customer a reinforcement of the proper set-up of a secondary infusion and how to manage an intermittent infusion if only a portion of the container¿s volume should be given (in this event, only 12ml was intended to be infused out of 50ml bag). It was later reported that the customer confirmed the issue to be a user error. There was patient involvement but no harm.